Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced surgical complications, stress urinary incontinence, anterior repair, partial vaginectomy, and placement of suprapubic cystotomy tube. Per add'l info received, the pt has experienced urinary retention requiring intermittent catheterization and urethrolysis; severe pain in the vagina and bilateral groins; and pain with intercourse. Associated MDR: (B)(4).